Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The information obtained from this device indicated that the device was first installed on 04/22/2009 and successfully carried out weekly self tests until 07/11/2010. After this date the device began to switch on automatically. This would have the effect of depleting the pad-pak and filling the memory. The memory was indicated as full on 07/14/2010. The conclusion was the problem was caused by a faulty membrane. Experience would indicate this fault can be caused by storing the pad device in adverse environmental conditions. The pad-pak which contains electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.